Manufacturer narrative:
It is unknown whether the device may have caused or contributed to the event. As the product was returned and it was concluded that the device did not require a failure analysis.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert more than once. The customer's blood glucose was 144 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected power loss or replace battery now alarm noted.